Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 74-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the impella was unable to flow over p-3 due to ongoing suction alarms. Placement signal is also significantly lower than the patient¿s blood pressure. There was no harm to the patient.

Manufacturer narrative:
The investigation into the low pump flow issue has been completed since the original report was filed. The device was returned and tested after arriving in fs. Visual inspection found no issues on the pump. The failure mode could not be reproduced as the pump ran without issue under bench test. The root cause of low pump flow was most likely a patient condition as no issues were found on the pump.